Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion was located in an unspecified vessel. The physician was attempting to implant a taxus express2 3.0x16.0mm drug eluting stent. The stent delivery system (sds) was advanced into the pt and during this time, the shaft fractured. There was no resistance during advancement and nothing felt out of the ordinary. The entire sds was removed and the physician completed the procedure with another of the same device. There were no pt complications.